Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right atrial (ra) lead sensing values were less than programmed atrial sensitivity and thresholds high. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the patient presented to emergency department and was hospitalized. Diagnostic testing/troubleshooting was performed. The ra lead settings were re-programmed and the lead remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Approximately nine months later the ra lead exhibited high thresholds. The ra lead was inactivated, and remains in the patient implanted out of service. A new lead was implanted.